Event description:
Report received from the USA stating that the device cannot secure cutter. The device was not used during surgery. It is unknown if there were any injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).